Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading around 600 mg/dl. The customer stated that prior to the event, he had been experiencing symptoms of thirst, urination, vomiting, and nausea. The customer further stated that he had been experiencing high blood glucose after he changed his set 4 days before the event. Programming was correct, but the time was 1 hour off. Troubleshooting was performed and the insulin pump passed the fixed prime and high pressure test. Nothing further was reported.